Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer just got training on his new insulin pump and was putting on his infusion set and after he checked his blood sugar he was at 535mg/dl. Troubleshooting was performed. A manual bolus was used to treat the high sugar. The customer reported that they have contacted their healthcare professional regarding the high blood sugar. The customer said he ate a cinnamon bun without doing a bolus and attributes his rise in blood sugar to that.